Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash under the therapy electrodes. Patient described area as irritating and compared to a sunburn. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream by a physician. Follow up indicated that the rash is a little better.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash under the therapy electrodes. Patient described area as irritating and compared to a sunburn. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream by a physician. Follow up indicated that the rash is a little better.

Manufacturer narrative:
Submitting as a supplement. Was originally submitted along with the incorrect number. 3008642652-2020-05265 was submitted under 05263. Submitting with correct information. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.